Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material came out of the suction cylinder, however, the specific material could not be identified and the cause for the material remaining in the device could not be specified. The suction cylinder was not deformed and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. 2. Immerse the distal end of the insertion section in sterile water with the endoscope's instrument channel port at the same height as the water level in the water container. Press the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. 1. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2. Confirm that the endotherapy accessory is withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down knob was out of standard value. Adhesive on the distal end had a chip and was cracked. Also, the adhesive on the distal end had white clouded area. Paint on the suction-cylinder was peeled. Adhesive around objective lens was peeled. Adhesives around objective lens had white-clouded area. The adhesive around light-guide lens was peeled. The adhesives around the light-guide lens had a white-clouded area. Indication on the scope-connector was peeled. The connecting tube had coating peeling. The universal cord has a wrinkle. Switch 4 has wear. The connecting tube had a wrinkle. In addition the suction-cylinder, the connecting tube, the plastic distal end cover, the protector of universal cord on the scope-connector side, the image guide protector, the universal cord, were all scratched. The facility's clean, disinfect and sterilize (cds), reprocessing information and foreign matter surveys results were noted below : device was cleaned, sanitized and disinfected prior to sending the device for repair; facility cannot tell when the foreign matter adhered on the device; not aware of what the foreign matter is; the time lag between the end of clinical use and the start of pre-washing noted unknown; water and air was supplied to the air/water nozzle; were there problems with the accessories used for reprocessing? No answer; have you submerged the endoscope in cleaning fluid?: no answer; did customer brush the instrument channel, instrument channel port and suction cylinder? Yes; any other concerns about reprocessing?: not answered. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had a clogged clip. Inspection and testing of the returned device found residual liquid or foreign material come out of suction-cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.